Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the customer's pump, which was under warranty, and instructed the customer on returning the defective pump and managing their therapy with a backup method in the meantime. The customer was informed about receiving a pump with updated software and was advised on programming the new pump with their settings and connecting their cgm. The customer acknowledged all instructions and was provided with a return box and prepaid label for shipping the problematic pump back to tandem.